Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a neuron select catheter 6f (6f select), a non-penumbra microcatheter, and a guidewire. During the procedure, after advancing the red72 and the neuron max into the patient and initiating aspiration, the physician noticed that the red72 was leaking near the proximal end. Therefore, the red72 was removed. It was reported that water came out on the side of the red72 when it was flushed. The procedure was completed using a penumbra system red 68 reperfusion catheter (red68), the same neuron max, and a stent retriever. There was no report of an adverse effect to the patient.